Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum smart cable, the blade was inserted with a good picture but after the tube was inserted, the image was lost. From that point, the image was going in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.